Event description:
It was reported that on (B)(6) 2022, the patient needed to reserve a PICC tube due to chemotherapy. The doctor gave the doctor's order and the patient agreed to perform puncture under ultrasound. The puncture was successful. When the guide wire is inserted, the action is gentle, the guide wire is astringent and the entry is not smooth, the guide wire is bent when it is pulled out, and the guide wire is replaced smoothly.

Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of redw1295 showed no other similar product complaint(s) from this lot number.